Manufacturer narrative:
The investigation of access site bleeding and hemolysis has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. G1 reporting contact email revised on manufacturer device report 1220648-2024-15056 in accordance with updated procedures.

Manufacturer narrative:
B.5 additional information was received. H.6 health effect - clinical code was added due to new information received. The investigation for the reported access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. The root cause of the access site bleeding cannot be determined since the product was not returned and insufficient clinical details were provided. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ a.5 revised as previous selection was incorrect on the initial manufacturer device report number 1220648-2024-15056. B.3 date of event was revised due to additional information received since the initial manufacturer device report number 1220648-2024-15056 was submitted. G.2 revised as information was inadvertently omitted on the initial manufacturer device report number 1220648-2024-15056. H.10 additional manufacturer narrative instructions for use were revised from the initial submission of manufacturer device report number 1220648-2024-15056.

Event description:
Additional information was received. A notification via abiomed¿s long-term outcome and quality indicator (loqi) impella registry was received regarding a patient that endured hemolysis with a "definite" relationship to the impella device used: ¿the patient developed hemolysis. Admission total hemoglobin 15.3 g/dl, nadir 6.0 g/dl ((B)(6) 2024). Ldh peak 391 u/l ((B)(6) 2024). Urine assay positive for blood ((B)(6) 2024).¿ the patient recovered with no sequelae.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient who developed a hematoma (left chest (axillary)) with a "definite" relationship to the impella device. The patient admitted in for acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device. The patient was returned after successful ¿transition¿ to impella 5.5 due to oozing at multiple access sites from previous interventions. Heparin was discontinued. Plan of care continued, and the patient was worked up for future transplant.